Event description:
Consumer called to report inconsistent readings with her plink meter. Analysis run on consensus error grid (ceg) using mean readings (224; 246) as reference points vs. Bd readings (376, 72; 403, 88) yielded data points in the c range of the grid, outside of acceptable limits.